Event description:
It was reported the leading haptic on the intraocular lens (iol) bent during insertion of the lens into the patient's eye. The incision was enlarged and the lens removed and replaced without complication.

Manufacturer narrative:
The iol was inspected and shows one severely distorted haptic. Lens met manufacturing specifications prior to release. While we were unable to definitively determine the origin of the damage our investigation reasonably suggests it is not manufacturing related.